Manufacturer narrative:
Initial and final (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive event on (B)(6) 2025. The patient reported infusion set fell off during use. No further information available.